Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor (cgm). Multiple attempts were made by tandem technical support to follow-up with the customer on the reported issue, but no response was received.